Event description:
In 2009, the pt's blood flow stopped, during the procedure. Soon, the blood around the target lesion was suctioned with an aspiration catheter and the pt's blood flow returned to normal. After the procedure, as the physician considered risk of hyperperfusion syndrome, the pt's blood flow was controlled under anesthetic. Two days later the pt got pneumonia. The pt's condition was controlled under anesthetic and the pt recovered from the pneumonia four days later. When the pt recovered from the anesthetic, paralysis, on the left side of the body, and consciousness disorder were observed. A cerebral infarction on the ipsilateral side and in-stent thrombosis were confirmed by a CT scan. The physician feels that the in-stent thrombosis contributed to the pt's cerebral ischemia. The pt was treated with edaravone. The pt was admitted for a procedure with an 88% lesion in the right internal carotid artery. The lesion was moderately calcified. The lesion was pre-dilated at 6 atm. An angioguard was delivered and a precise stent was implanted successfully. The stent was post-dilated at 6 atm.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 1016427-2009-00118. Additional info will be submitted upon 30 days of receipt.